Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, contrast media was injected while searching for the vein, and it was observed that the mapping catheter was positioned in the left atrial appendage and that the left atrial appendage had been perforated. Following the perforation, cardiac tamponade and hemopericardium were noted. Medical intervention was performed for treatment of the cardiac tamponade. The procedure was aborted. The patient was later stable and doing well. No further patient complications have been reported as a result of this event.